Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Heli- fx endoanchors were implanted in a patient for the endovascular treatment of a 54mm abdominal aortic aneurysm. An endurant stent graft system was also implanted during the procedure and seven endoanchors were implanted from the main body to the proximal neck due to concern for late failure. It was reported during the index procedure the endurant main body stent graft was mis-deployed. The physician pulled the stent graft in a caudal direction however it was unable to be dislodged and partially covered the left renal artery. It was also reported that two endoanchors did not fully penetrate the aortic wall in the left lateral segment and the left infra-renal. One endoanchor was observed to be fractured. Per the investigator the cause inadequate endoanchor penetration was due to thrombus at the aortic wall. No additional clinical sequelae were reported and the patient is fine. Medical history; tobacco use (past), hypertension, hyperlipidemia, diabetes, cardiac disease, renal disease, cerebrovascular disease.

Manufacturer narrative:
Additional information: the fracture of the endoanchor occurred on retrieval and was not related to the implantation. It was reported the fracture did not occur after implantation. The fractured segment was re-introduced into the patient when the applier was inserted a second time. The remaining fractured endoanchor was successfully removed from the patient retrieved in its entirety. It was reported that an ensnare 10mm was used to assist with extracting the fractured endoanchor through the sheath. If information is provided in the future, a supplemental report will be issued.